Manufacturer narrative:
(B)(4). Additional narrative: the device is not available for evaluation, per the customer. Therefore, the reported condition could not be confirmed. In addition, per the customer, the lot number is unknown; therefore, a batch review could not be conducted. Should any additional information become available, a follow-up medwatch report will be submitted.

Manufacturer narrative:
(B)(4). Baxter has conducted a trend review and found that similar reports have been received for the reported problem. Baxter will continue to monitor similar reports to determine if further actions are required.

Event description:
It was reported to baxter healthcare (B)(4) that one (1) intermate device was observed with disconnected tubing at "the end of the line". There was no report of patient injury or medical intervention. The customer stated that the facility only uses three different devices (intermate small volume 100100, 200, and 50), but he was unable to confirm which product code/device experienced the malfunction. In addition, the customer did not know the lot number. Per the customer, this event happened months ago and has no further information to supply baxter with.